Event description:
The customer stated that he was treated by paramedics for a blood glucose reading of 22 mg/dl. The customer stated that the event may have been the result of stress. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during the prime test. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.